Manufacturer narrative:
(B)(4).

Event description:
It was reported that, hour glass no readings sensor error occurred.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had loss of consciousness and a concussion ten days after the sensor was inserted in the abdomen. She observed transient sensor error messages for a couple of days before the event. On (B)(6) 2023, the patient was at work when the sensor ¿stopped working¿ and displayed a sensor error message. The last cgm value the patient remembered seeing was 80 mg/dl. She lost consciousness, fell, and hit her head. A coworker brought her to her desk and gave her orange juice to drink and toast to eat. After the carbs, she estimated her bg level had increased to 85 mg/dl, but she did not have a glucometer with her then. Her daughter transported her to the emergency department. There was no other mention of bg or cgm readings, alerts, or alarms for the entire event. The patient was diagnosed with concussion and lumps and recommended being more careful in the future. There was no documentation of further medical evaluation or intervention. At the time of the event, the patient was fine but had a headache. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.